Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms and noise was observed. It was noted that thresholds were high measuring 1.3v @ 2msec with the right atrial automatic threshold (raat) feature turned off. Technical services discussed possible causes and provided recommendations. The device was programmed to brady mode ddd and they will continue to monitor. At this time the device and ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).